Event description:
It was reported that during replacement of the pump due to expected end of life battery there was no spontaneous retrograde flow of cerebrospinal fluid. The existing catheter was replaced and the device system was reprogrammed. The patient was hospitalized. It was noted that the patient had been getting increasingly contracted over the past 12 months. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver gablofen.

Event description:
Additional information received reported that the patient was followed up by their health care provider (hcp) and was currently receiving effective therapy from the pump.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # l78723, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly found; final analysis of the returned catheter segments revealed no significant anomaly - acceptable testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.